Event description:
It was reported that the image quality on the 9000 system was poor and the boost dose was too high. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Realigned camera system and lowered the boost dose. The system was tested and found to be working as intended and placed back into service.